Manufacturer narrative:
The insulin pump was received with a full segment display due to faulty x2 on interface board. Unable to confirm prime/fill or motor anomaly and unable to perform any tests due to full segment display. Pump received with stripped battery cap coin slot, cracked battery tube thread, cracked reservoir tube lip, cracked reservoir tube, cracked case near display window corners and minor scratches on display window.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer's blood glucose level was unknown at the time of the incident. The customer stated that they were unable to remove the battery cap on their pump. The customer stated that where you put the insulin, the piston is not going up and down. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.